Event description:
The following report was received from clinical study: approximately seven months post index procedure, the patient experienced unstable angina (braunwald) ii a. The target lesion at (1st diagonal) was revascularized for 90% restenosis. The event was treated with poba.

Manufacturer narrative:
At index procedure, a bifurcating lesion was treated. The mid lad was implanted with a 3.5x33mm cypher des. A second 2.5x18mm cypher des was implanted at the first diagonal for a dissection of the side branch with compromised blood flow. Post procedure stenosis at the side branch was 30 percent. Post procedure timi flow was grade iii. This file has been re-access as per the similar device reportability criteria implemented by cordis corporation on 12/15/2006. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product. Any additional information will be submitted within 30 days of receipt.